Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was "some problem with the pump". There was no indication that the device caused or contributed to an adverse event. Animas has made multiple attempts to follow-up with the reporter. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/17/15 with the following results: no device failure was noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.